Manufacturer narrative:
The company service representative examined the system and could not find any problems. The system was then tested and met all product specifications corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4). (B) (4).

Event description:
Adverse event: corneal burn. Malfunction: no information. The nurse reported a corneal burn occurred on (B) (6) 2010. The nurse stated she did not know any details related to this event. The nurse deferred further questions to the surgeon. Multiple attempts were made for more information and patient status with no response to date.